Manufacturer narrative:
H6: updated coding due to final investigation results.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. Note: 3 viabahn devices were involved in the case (ref. To (B)(4) and (B)(4), but according to the physicians statement the third implanted vsx caused the event) heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. (B)(4).

Event description:
It was reported, that the patient presented with occlusion was treated successfully on an unknown date in (B)(6) 2022 with two gore® viabahn® endoprosthesis with propaten bioactive surface (serial number (B)(4) and (B)(4)) and one further self-expandable stent (product not further specified) in the superficial artery. It was reported to gore, that on december 9, 2022, the patient presented with occlusion was treated successfully with one gore® viabahn® endoprosthesis with propaten bioactive surface in the superficial femoral artery. It was stated that the surgeon used a 7fr sheath and a 0,035 guidewire from terumo europe. The surgeon confirmed that no calcification or resistance was noticed during implantation and that no increased withdrawal force was needed to position the device. It was reported that on (B)(6) 2022, at the end of the heparin treatment the artery was occluded. The surgeon did an open surgeon reintervention to fulfill a thrombectomy. It was stated that the surgeon found the olive of the delivery catheter within the thrombus. It was indicated, that the patient received a bypass. She tolerated the procedure and is recovering from the procedure. The physician reported that the distal tip detached from the device implanted on (B)(6) 2022.